Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons was unresponsive and they had to give more pressure to press the center key. Center button key was unresponsive. Customer's blood glucose level was 72 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at u1 keypad assembly . Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed. Device was received with flattened dome at center button causing intermittent keypad unresponsiveness. Keypad unresponsive or button error alarm confirmed.